Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device. Therefore, sensor readings and high/low glucose alarm were unavailable and the customer required third-party treatment of glucose injection. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a signal loss issue with the adc device. Therefore, sensor readings and high/low glucose alarm were unavailable and the customer required third-party treatment of glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from unk to (B)(6) based on the returned product. Section d4 (device expiry date) & h4 (device mfg date) have been updated based on the returned product download. Sensor (B)(6) was returned and instigated. Performed a visual inspection on the returned sensor patch and no issue was observed. Performed a visual inspection on the returned puck and no evidence of misuse or abnormalities was observed. Data was extracted using approved software, and extraction was successful. The sensor data was analyzed and no abnormality was observed with the sensors data during customers usage. Performed an source measure unit (smu) test indicating no accuracy issues with the puck indicating that the returned puck did not have any defects that would cause signal/connection issues. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.